Manufacturer narrative:
A serial number search of qcm trackwise and the source system found a potential duplicate or previous cases associated with this device. Upon review, it is determined this case is a duplicate of pr (B)(4)// cfm case / nmpa# (B)(4). Serial number (B)(6), event date (24jan/2024) and reported issue ("device did not show waveform"/"ECG cannot be detected") are the same. See pr (B)(4) with received reference no.: (B)(4) for complete investigation.

Event description:
A serial number search of qcm trackwise and the source system found a potential duplicate or previous cases associated with this device. Upon review, it is determined this case is a duplicate of pr (B)(4)// cfm case / nmpa# (B)(4). Serial number (b0(6)), event date (24jan/2024) and reported issue ("device did not show waveform"/"ECG cannot be detected") are the same. See pr (B)(4) for complete investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address: (B)(6).

Event description:
It was reported to philips that the ECG cannot be detected. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.